Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The device was determined to perform as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues noted that would result in the cannula improperly inserting or high blood glucose levels. The reported events could not be conclusively determined.

Manufacturer narrative:
The product was not returned for evaluation. The patient was unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44 warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 22 mmol/l (396.4 mg/dl) while wearing the pod between 4 and 24 hours on the back. The patient noticed her bg levels climbing after wearing the pod for only 2 hours. She was unsure if the cannula was properly seated in the infusion site. The patient "felt the snap" when the cannula deployed, but she did not think it entered her skin. As treatment, the patient applied a new pod and delivered a correction bolus with an insulin pen. When the pod was removed from the site, patient reported that the cannula was "laying flat" against the pod and "at an angle to the left."